Manufacturer narrative:
(B)(4). No malfunction of the device was reported to maquet. Death of a patient was reported to maquet. The death of the patient is not related to the use of the maquet product however since a maquet product was involved we decided to report this case to the competent authorities. A maquet-service-technician was on site and confirmed that the death of the patient is not related to the use of the maquet product. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Patient death was reported to maquet. The death of the patient is not related to the use of the maquet product however since a maquet product was involved we decided to report this case to the competent authorities. Manufacturer reference # : (B)(4).